Event description:
It was reported that the patient presented in hospital for a generator implant. During the procedure, the right ventricular lead was implanted. The lead was repositioned multiple times due to poor sensing and this event caused cardiac perforation. The patient experienced cardiac tamponade a few hours after surgery. The physician performed a pericardiocentesis. The rv lead was left in position. The patient was stable post procedure.

Manufacturer narrative:
Implant date: should have been (B)(6) 2017.